Event description:
Doctor reported that file separated in canal during procedure. Doctor elected to fill to the separated piece and monitor patient. There is no report of patient injury.

Manufacturer narrative:
In this incident, there was no report of injury to the patient. However, as a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events. Testing results (attached) indicate that other than the breakage, the file showed no defects.